Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Date of event is approximate; year valid. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained an unknown drug with an unknown concentration and dose. It was reported the representative stated the patient was reporting feeling at time symptoms of overdose and then periods of underdose. The representative stated the patient had been in and out of the hospital the last 2-3 weeks. The representative stated his clinical specialist was pulled into the patient¿s dye study yesterday ((B)(6) 2017). The representative stated they were able to aspirate the catheter, but then when they injected they saw the dye pooling at the connector site. The representative requested information on cases where there was something blocking the port or on periodic overinfusion. The representative stated one of the symptoms the patient was experiencing was diarrhea. The change in therapy/symptoms was considered sudden. The representative was going to follow-up with the health care provider. The representative stated he did not know what drugs the patient had in the pump. The representative stated he would try to get it when he followed-up with the health care provider to discuss the case. The representative also stated he didn¿t know what oral medications the patient might be on. No further patient complications were reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) indicated they did a catheter revision last week and saw that there was a leak at the sc connector. A new connector was put on the pump. The patient reported the event and the patient¿s weight was unknown. The issue was now resolved.

Manufacturer narrative:
Date of event: updated to (B)(6) 2015. Note, this is an approximation. Event began in 2015, 6-7 weeks after (B)(6) 2015 implant. Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. The partial implantable catheter serial# (B)(4) was returned in one segment and included the pump connector, proximal portion, pin connector, and the beginning of the distal section. Evaluation of the catheter found the segment to be patent; and the segment passed pressure leak testing in the lab. (B)(4).

Event description:
Additional information was received from the consumer. A change in therapy effect was reported. The consumer indicated they ran into the overinfusion recall information and felt that this was the issue that was happening to the patient. The patient was doing well for 1 month post-surgery (implant (B)(6) 2015). The patient then had their first refill. On thanksgiving, the patient had a sudden attack. The first episode occurred about 6-7 weeks after implant. The symptoms were sudden. The patient would experience severe nausea and vomiting that would not-stop. The patient would dry heave for more than a day despite nausea medication. The patient also experienced diarrhea, headache, and high blood pressure. The patient has had 11 episodes that have required a visit to the emergency room. The consumer stated it was unclear if the symptoms correlate with any particular event, but stated there had been about as many refills as episodes. The consumer stated they reviewed the list of underdose and overdose symptoms on the manufacturer website, and said that was exactly what the patient was experiencing. It was reported the patient was yawning ¿that it almost rips her face out,¿ and they have asked all the pain doctors and specialists, and nothing has been done about it. It was indicated the symptoms have been life threatening, and keep happening. Other issues have been ruled-out, and it was suggested by a doctor to have the pump looked at. At the patient¿s latest hospital admission, the consumer demanded to have the pump checked and they found a problem with the catheter. The catheter connector was broken. The catheter was revised in march and the dose was decreased by 50%. The patient has not had an episode since then and has been healthy, but the episodes are typically 3-8 weeks apart. The next refill is in (B)(6). It was reported the patient has been slowly dying, and is in assisted living because of the symptoms. It was indicated the patient was in pain from the chronic pain that she had prior to having the pump. The consumer requested to know if they should ask the physician to check for a volume discrepancy to rule-out overinfusion. Patient services reviewed that the physician can assess for a volume discrepancy at any point if they choose to do that. It was reported the pump was being used to deliver morphine and bupivacaine. Patient services reviewed approved drugs for the pump. The consumer requested documentation related to problems with this drug. The consumer also wanted to confirm the doctor had received the field action information regarding overinfusion. An information request was sent, and the consumer was directed to follow-up with the healthcare provider. A request was also sent to a manufacturer representative to follow-up with the consumer. No further complications were expected/anticipated.

Event description:
A healthcare provider reported that the patient¿s weight was 170 pounds. It was noted that the patient¿s symptoms appear to be better ID est nausea and vomiting, but the patient was on prophylactic antiemetic 24/7 so it was unclear whether she truly has improved or not. It was indicated that no further diagnostics, actions, or interventions were performed. A refill was done on (B)(6) 2017 and it was described that everything was normal. It was also noted that a dye study was done prior to the connector revision. It was reported that there were no volume discrepancies while the pump was implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated the port next to the catheter access port (cap) leaked and it was possible trauma to the connection site caused it to become misaligned and leak. The patient did not have symptoms consistent with narcotic overinfusion. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jun-20 from consumer reported "the patient's catheter connection to the pump was discovered broken and the healthcare professional (hcp) did surgery to replace the catheter on (B)(6) 2017." It was noted that a manufacturer representative (rep) who was at the catheter replacement/revision surgery worked with the hcp on getting the catheter sent back for analysis. It was stated that the pump medication was not going where it was needed and was up to high as a result. It was noted that they were wondering the status of analysis. On (B)(6) 2017 the patient stated "hcp decreased the medications almost half after the catheter revision/replacement. The old medication in the pump was bupivacaine 10mg/ml for a total dose of 3.305mg/day and unknown morphine 40mg/ml for a total dose of 13.219. The current drugs in the pump are bupivacaine 10mg/ml for a total dose of 6.498mg/day and unknown morphine 40mg/ml for a total dose of 1.624. The status of analysis was being looked into. It was later noted that the catheter was returned and an analysis letter was sent to the hcp. The patient was updated with the analysis results, and the analysis letter was also faxed to hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's representative. The caller reported that patient had to have a revision procedure in the past because the patient's original catheter disconnected from their pump, and medication was leaking out of the pump into the patient's body. The caller explained that the patient began to experience health issues in (B)(6) 2015 after their first pump was implanted and they had to go to the ER 13 times. The caller stated that they suspected the pump might have been the cause but the managing hcp at the time didn't think it was caused from the pump so they refused to check the pump. The caller stated that the patient almost died from overdose of medication, and when they finally checked the pump, they found that the catheter had disconnected from the pump. The patient then had a revision procedure done in 2017 as a result.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.